Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
During service eval of a (B)(6) male pt's monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor failed incoming testing. The pt was issued a replacement monitor.